Manufacturer narrative:
Method - device not returned, f/u with rep.

Event description:
It was reported that a (B)(6) patient with breast cancer underwent a kyphoplasty procedure on levels l3 and l4. An x-ray revealed cement extravasation lateral posterior superior to level l3 and lateral to level l4. There were no patient complications. No add'l info was reported.